Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized to low blood glucose levels. Troubleshooting was performed, and the insulin pump was programed correctly. The insulin pump passed the self test. The caller was unable to troubleshoot further. The caller did not want to disclose any further info about the event or the customer. Nothing further was reported.